Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team noticed a "fishing wire" like material coming out of the sheath when removed. The wiry material was thin and clear. This issue had not been identified during the procedure, only after the case had been completed. No patient consequences were reported.

Manufacturer narrative:
On 12-dec-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team noticed a "fishing wire" like material coming out of the sheath when removed. The wiry material was thin and clear. This issue had not been identified during the procedure--only after the case had been completed. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual, microscopical and borescope inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent, no other damage or anomalies were observed. Borescope inspection was performed and the polytetrafluoroethylene (ptfe) liner material of the internal walls of the vizigo was found torn, this condition could be related to the issue described by the customer; however, this could not be established conclusively as the material was not returned for investigation. A device history record evaluation was performed for the finished device number 60000745 and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of torn internal material could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).